Manufacturer narrative:
(B)(4). No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿yellow¿ foreign matter was found in a bd¿ IV set bn311 without pump (t-type). There was no report of injury or medical interventions.

Manufacturer narrative:
Sample was returned to sbdm, lot number is unknown. There is a yellow foreign matter(fm) in the middle of tube. Infrared (ir) spectrometry test was conducted to analyze the fm. Based on the ir analysis result, the fm is likely inkjet plotter film which has same physical property as label tape. House sample inspection ¿ lot number is unknown. Sbdm inspected 5 lots house samples manufactured before customer awareness date, no issue were found. Device history record review: sbdm reviewed manufacturing records such as process inspection, molding, test, manufacturing of the affected lots, there was no issue found. Corrective action: had quality training on this customer complaint for IV set assembly line and tube extrusion line workers. Change all deteriorate yellow tape on the table in a tube extrusion line. Based on the investigation result of the complaint case, the fm is yellow tape. There is a designated area for go/no-go gauge which is used to check thickness of tube. The gauge is marked by yellow tape, and located in the tube extrusion line. The likely cause is that small piece of yellow tape was peeled off and got into the tubing during thickness check.